Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the electronics. They were unable to verify the after battery change alarm due to a blank display. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's family called in to report the customer's insulin pump was exposed to fluid. There was also report of an after battery change alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.